Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming and failed to charge its internal battery. The device was not in patient use.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery and an issue with the power management board. Both components were returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a cell imbalance condition. No failure of the power management board was observed during the investigation.